Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while suturing during an implant procedure, it was noted that the left ventricular lead had lost the ability to pace from an electrode. It was noticed under fluoroscopy that the lead had migrated back. The lead was attempted to be advanced but was unsuccessful. A new lead was used and the case was completed with no further complications. Patient was stable.